Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for an svt episode. No programming changes were suggested. The device remains implanted.